Event description:
A patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump during a high-risk percutaneous coronary intervention (hrpci). On day three of impella support, bleeding at the femoral access site has been reported after moving the patient. The bleeding required transfusion of 4 units of blood. Interventions to control the bleeding were: pause of systemic heparin, redressing the wound, optimizing the angle of the repositioning sheath, sandbag compression of the access site. The next day, the patient was successfully weaned from impella support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of access site bleeding was not determined due to a lack of clinical details describing the cause of the bleed, and the product was not returned.